Event description:
The customer reported that the pump set leaked at the cartridge during feeding.

Manufacturer narrative:
Evaluation summary: the device history record (DHR) review of the reported possible lot number could not be done because the possible lot number provided was not a valid lot number. One used sample was received for evaluation. Visual and functional evaluation was performed, and it was found that the line was detached from the cassette. The root cause and action plan will be documented through a formal corrective and preventative action (CAPA). This complaint will be closed with no further action and will be used for tracking and trending purposes.